Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom of purulent abscess was noted. The infection was not device or procedure related. The patient underwent leads explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom of purulent abscess was noted. The infection was not device or procedure related. The patient underwent leads explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.